Manufacturer narrative:
An investigation is currently underway. Upon completion, a full report shall be provided.

Event description:
It was reported to covidien on (B)(6) 2016 that the customer experienced an issue with an enteral feeding pump. The customer reports that the unit has no volume. No additional information provided; follow-up attempts were made on (B)(6) 2016, (B)(6) 2016, and (B)(6) 2016.

Manufacturer narrative:
An evaluation of the kangaroo epump was performed for the reported condition of the unit has no volume. The unit was triaged and the reported issue was not confirmed. Audible tones were noted during testing of the unit. All device history records are reviewed for quality inspections and parameter compliance prior to releasing the product for shipment.